Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose data on the ilet pump display while the ilet app displayed a reading; the pump subsequently resumed displaying a blood glucose value, and the agent advised that intermittent sensor connectivity can occur and typically resolves within minutes. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. User support included user education and troubleshooting focused on sensor-to-pump connectivity. Investigation of this case revealed an intermittent signal loss between the cgm and the ilet pump that resolved spontaneously without device replacement or escalation. It was concluded, based on previously established findings for similar reports, that the cause was transient communication disruption consistent with external or environmental factors.

Manufacturer narrative:
Initial.